Event description:
The manufacturer received information alleging the power lamp on the trilogy 100 device did not light even when it was connected to the ac cord. The device was replaced with another device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices power supply printed circuit assembly (pca) had caused the issue to occur on the device. In conclusion, the device's power supply pca was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the blower, stirring fan foam, and forty-three micron filter was replaced for a noise that occurred on the blower. This was unrelated to the reportable issue.

Manufacturer narrative:
The reported failure of the power supply printed circuit assembly is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Multiple service activities occur during the device¿s useful life according to the device¿s service manual.